Event description:
Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 21psi, which is outside the acceptable range of 22 to 38 psi. No patient involvement was reported.

Manufacturer narrative:
Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 21psi, which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed no prior similar complaints. The failure mode was confirmed, and the probable cause was determined to be component failure. In addition, the high psi was recalibrated from 321 to 282 and the low psi was recalibrated from 428 to 399. The peristaltic motor was replaced, which successfully resolved the issue. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint (B)(4).